Manufacturer narrative:
E.1 initial reporter facility name:(B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for (B)(6) covering the manufacturing period beginning on 19-aug-2010, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of failed drawer was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the field service engineer (fse) under work order (wo) 01815573. The fse reported that drawer 4 of the main unit was inspected, as well as cubie pockets b1 and b3. These were not on the bus, so they were forcibly released and replaced. The issue persisted, so the row board was replaced, and later the 28 flat flex cable was also replaced. After these actions, the customer was able to recover the unit, and it was tested on the hta. During dchu visual inspection: p/n 350993-01: the part was received with dark marks on one section of the cable, indicating signs of physical damage, but no bends or tears were observed. Close inspection was performed using an optical microscope, no electrical damage was detected. During dchu testing: p/n 350993-01: a continuity test was performed using a calibrated digital multimeter. Cross continuity was detected between copper strands; no functional testing was necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by physical damage on the flat flex cable by constant impact with the drawer chassis.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 drawer 1 pocket b3 had failed. As per part investigation, it was determined that component was generated by physical damage on the flat flex cable by constant impact with the drawer chassis. However, there were no delays or adverse events or injuries reported based on this event.